Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was taken by ambulance to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose level of 505mg/dl. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, a malfunction alarm had occurred. The customer reverted to manual injections for insulin therapy and declined to provide additional information.